Event description:
Head to head cross connector tightener failed to torque causing the threads to shear off the cross connector inner screw. The set screws and screws were replaced and a new head to head cross connector was used to successful tighten cross link.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On initial mw-216676 is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The head-to-head cross connector tightener (product code: 2883-07-200, lot number: gb0505) was returned for evaluation. Based on the event description, the device was sent off for torque testing. The test revealed that the tightener was over torquing and therefore out of specification. The device was then disassembled. Visual inspection of the inner parts revealed varying degrees of rust inside the parts. A DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the compliant trend analysis was performed. No systemic trends were observed. The root cause of the tightener over torquing cannot be positively determined. A potential root cause may be rust and damage in combination with the advanced age of the instrument, resulting in excessive force being needed in order for the tightener to ratchet. No issues were identified during the manufacturing and release of this device as well as there were no systemic trends observed. Therefore this complaint file will be closed with no further action required.